Manufacturer narrative:
The toxo igg reagent expiration date was not provided. The cobas e801 serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient serum/plasma sample tested with elecsys toxo igg assay on a cobas e801 analytical unit. Sample 1: initial result: 7.14 iu/ml (interpreted as positive). Sample 2 was tested on (B)(6) 2025: a new sample was drawn and tested resulting in a toxo igg value of 0.180 iu/ml (accompanied by a data flag). No questionable result was reported outside the laboratory. The customer suspected that sample 1 was contaminated.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, and g4 were updated. Based on the provided information and the performance data, a reagent-specific issue or a cobas e801-specific topic can be excluded because the qc recovery on the day of the event was within specifications and the inter-sample contamination test was successful. Based on the additional information provided from the cobas p612 pre-analytical system, no alarm was triggered by the p612 to indicate a crash and therefore contamination. The investigation did not identify a product problem. The cause of the event could not be determined.